Manufacturer narrative:
Age, weight-ethnicity: unk. PMA/510(k): this product is not marketed in the us. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.7mm vticmo13.7 implantable collamer lens of -12.50/5.0/090 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2022 the lens was exchanged for a shorter length lens due to excessive vault. The exchange resolved the problem. Cause reported as other. The lens did not fail to perform as intended. Cause of event is patient-related factor - narrow sulcus.